Manufacturer narrative:
A sample has been received and in-house testing is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a phacoemulsification procedure, the irrigation and aspiration were interrupted with both the phaco and irrigation/aspiration handpieces. The anterior chamber was reported to have become partially unstable during the event. The surgery was completed by "refilling the tubes" with bss. The cassette was replaced and no further problems occurred. There was no patient harm reported.